Event description:
On (B)(6) 2012, pt reported the infusion tubing was caught on a door and "snapped." The infusion set is not available to return for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.